Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported a display failure, wherein the display appeared crooked and had missing segments. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing some led segments failed to illuminate. An internal inspection revealed corrosion on the system board due to fluid ingress. The system board was replaced and the device functioned as designed.